Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with both suture strings on the device. No anchor fragments were returned. The insertion device and suture strings have biological debris on them. Based on the condition of the product material found during visual inspection additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint repair surgery, the osteoraptor broke, all the pieces were removed from the patient with tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. Bone quality was normal. The back up was used in the original bone hole. No voids were left in the patient. Instrument used to prepare the insertion site was an awl. Insertion site was cleared of all debris. Patient status is good. Surgeon was generally satisfied with the surgical outcome.